Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient stated that they did not secure the connection between the supply line of the homechoice cassette and the solution bag which resulted in a disconnection and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette disconnected from a supply bag and leaked during peritoneal dialysis therapy. This event occurred during fill four of four while the patient was connected. The patient stated they had not fully secured the supply bag to the cassette line, which had caused the disconnection. The patient reconnected the bag and continued therapy. The technical service representative (tsr) assisted the patient in ending therapy and advised them to start over with new supplies. There had not been any damage to the bag or cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.